Manufacturer narrative:
Summary of evaluation: downward pressure was applied to the insert before it was correctly engaged with the posterior flanges of the baseplate.

Event description:
The tibial insert would not seat in the baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.